Event description:
Pfc sp2 rod broke in patient and could not be removed completely. Surgery prolongation 45 minutes.

Manufacturer narrative:
Examination was not possible as no product was returned. Investigation was unable to determine if the instrument was manufactured to the current design revision as the lot number was not available and the instrument was not returned for evaluation. Based on the information provided, the investigation is unable to determine the root cause of the fractured tip. In response to a trend identified previously for this product code, eco 38013 was released in july 2003 changing the raw material used and the geometry of the rod. A five-year search of the complaint database did not find any report of fracture on product manufactured after this change. The need for additional corrective action is not identified. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.